Event description:
Customer reported that after processing the tissues were suboptimal processed. As a result, some specimens could not be diagnosed, but no patient required re-biopsy.

Manufacturer narrative:
A recall has been initiated and the instrument must be returned for an investigation to the manufacturer.